Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was in the range of 180 mg/dl to 200 mg/dl at the time of incident. Customer stated that they experienced high blood glucose due to bent infusion set cannula. The customer was treated with intravenous fluid and insulin shots in hospital. Customer declined further troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.